Event description:
It was reported that during an intervention, while advancing the xpedition stent delivery system through a non-abbott hemostasis valve, the proximal shaft separated. Reportedly, the physician was not pushing hard during advancement. The device was easily removed and a second xpedition was advanced with a similar outcome. The device was easily removed. There was no adverse patient sequela and no clinically significant delay in procedure reported. A non-abbott stent was implanted to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other xpedition stent system mentioned is being reported under a separate medwatch report number. Evaluation summary: the device was returned for evaluation. The hypotube separation was confirmed. The resistance during advancement was not confirmed. Based on visual, functional, dimensional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.